Event description:
It was reported that the customer passed away. The cause of death was not known at the time of the report. The customer was trained and began using the insulin pump two days prior to his death. When the customer was discovered, he was not wearing the insulin pump. When the history files were checked, it was found that the customer had delivered two boluses prior to his death, one bolus of 7 units and a second of 25 units. The customer's trainer had set the maximum bolus on the insulin pump to 10 units, so the setting must have been changed after the customer was trained. The customer's next of kin could not be reached to request the return of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.